Event description:
Boston scientific received information that this lead was explanted due to an infection. Dr. (B)(6) canada implant date (B)(6) 2008. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).